Manufacturer narrative:
(B)(4). Results: dried bodily fluids, clip gap. The analysis results of the device found that it was received in good visual condition. Upon evaluation the trigger was difficult to cycle; in addition, one gap clip was fired from the device. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, excessive dried body fluids were noted in the shaft assembly. It is possible that the dried body fluids could have prevented to proper feeding of the clip into the jaw, which have caused the clip gap condition found. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not fire. It was unknown which firing this occurred. Another device was used to complete the procedure. There was no patient consequence.